Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No alarms were noted. The pump passed the self test.

Event description:
It was reported via phone call, that the customer's insulin pump has a crack to the left side of the display. Customer stated it makes reading the screen difficult. Customer's blood glucose level at the time 205mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.